Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by a sales representative via sems (B)(4) that an ar-9126rc correction reamer broke, and an ar-9165cdg assembly, an ar-9545-t15-01 driver shaft, an ar-9545-t15-02 driver shaft, and an ar-9545-t15-03 driver shaft are bent. This occurred during use in a case with no patient effect. No piece broke off inside the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. Upon visual inspection, it was noted that the head and the ring of the universal glenoid correction reamer had broken off. No broken pieces were returned. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage. The device was manufactured in 2015.